Manufacturer narrative:
Data analysis: event logs were reviewed but not related to the failure mode. Device analysis: field service inspected the console exterior and interior to confirm that the cracks did not introduce more damage or ingress to internal components. The cause of the issue was most likely due to mishandling during use/ transition. This report is being filed as part of a retrospective review of historical records.

Event description:
An automated impella controller (aic) was returned for annual preventative maintenance. During inspection of the aic unit, it was discovered that the front and rear housing was broken. There was no patient involvement.